Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), quality control, functional testing and visual inspection of the returned device was conducted. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight. When inserting, manipulating or withdrawing a device through an introducer always maintain introducer position." The returned used complaint device was photographed and examined. The visual inspection of the returned device reported bio-matter was present and the 14.0fr dilator was fully inserted into the sheath. The other two dilators in the set were sealed, unused, and undamaged. The sheath was leak tested and the customer complaint of leakage from the valve was confirmed. Destructive testing was performed in order to examine the disc. The silicone disc was noted to be torn. Review of device history record shows no nonconforming events which could contribute to this failure mode. A complaint data base search revealed this complaint to be the second reported complaint associated to the complaint lot number 7013211. This was from the same customer, but for a different failure on the same device. There is no evidence to suggest the product was not made to specifications. It is feasible that user technique caused the silicone disc to be torn from the dilator due to being inserted through the disk off-center or at an angle. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported during use the introducer was allegedly leaking and blood was running out along the wire. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.